Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that it does not turn on. Fse suspected there might be a geo or suite pc problem. Upon functional testing, the fse discovered that flex vision¿s system had not started up. Problem with the flex pc. Fse attempted to reinstall the program, but as the pc was unable to communicate, this had no effect. Fse replaced the flex vision pc to fix the problem. Software, license, and restore backup were uploaded. Carried out a reboot. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system would not start up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexviewing-pc. The device was returned to expected functionality.